Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery exhibited possible early battery depletion. It was further reported that the right ventricular (rv) lead was exhibiting high thresholds and rising thresholds. The ipg was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.